Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulty applying the single port (sp) drape and connecting the instruments to all patient side manipulator (psm) arms. The customer then observed an error message and an exclamation mark on the display where the number 1 normally appeared, and the customer experienced significant resistance when attempting to disconnect the instruments. The customer ultimately disconnected the instruments with great difficulty and replaced the drape with a new drape because the prior drape did not work. The procedure was completed with no reported injury.